Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window.

Event description:
It was reported the customer had no delivery alarms on their insulin pump. Customer's blood glucose was 202 mg/dl. The customer stated they have tried different cannula lengths, but the alarms persisted. The customer also reported trying all remedies for their no delivery alarms. The customer was advised to revert to a back-up plan while their insulin pump was being replaced. No additional information provided.